Event description:
Customer stated that when inserting the bravo capsule into the pt, the capsule attached, but when pressing down on the plunger, the capsule did not detach from the delivery system. The doctor removed the delivery system from the pt without the pt experiencing any adverse effects. The customer said that another capsule was calibrated and it successfully deployed.